Manufacturer narrative:
Qc results were acceptable and gave no indication of a reagent or instrument issue. The customer stated that they did not have any other tests with any questionable results. The field engineering specialist was unable to find a specific root cause. He suspected a valve failure along the sampling flow path. He replaced the following items: dosage syringes, pipettor module valves, pressure sensors, and transfer head valves. He ran a calcium precision test and qc testing with acceptable results. The customer ran qc with acceptable results. No further issues following the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable ca2 calcium gen.2 result for 2 patients tested on a cobas integra 400 plus. For patient 1: the initial ca2 result was 12.9 mg/dl. The same patient sample was tested on another integra 400 plus with a result of 9.6 mg/dl. The same patient sample was sent to an outside laboratory and tested on a cobas 6000 analyzer with a result of 9.8 mg/dl. For patient 2: the initial ca2 result was 11.7 mg/dl. The same patient sample was tested on another integra 400 plus with a result of 9.3 mg/dl. Patient 2 is an (B)(6) male born on (B)(6). The results in question were not reported outside of the laboratory. There was no adverse event. The ca2 reagent lot is 4033010 with an expiration date of 30-jun-2020.